Event description:
The patient reported that they went to rehabilitation, where they noticed a hardening of their implant wound. The patient reported that the wound became more "burned" while at home. The patient consulted their general practitioner, whom prescribed an antibiotic ointment. It was noted that for about a week, the implant wound had been open with a purulent discharge oozing out, and the patient reported feeling pain when pressure was applied. The patient was hospitalized for a superficial infection at the paraxyphoid access, intravenous antibiotics were administered and the extravascular implantable cardioverter defibrillator (ev-ICD) system was subsequently explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl003604v); product type: 0264-lead-hv; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.